Manufacturer narrative:
(B)(4). The device was manufactured february 26, 2015 ¿ february 27, 2015. The device was received for evaluation. Visual inspection at the compounding facility noted black particulate matter in the reservoir. The reported condition was verified. The cause of the particulate could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a black particle in its balloon. This was identified after the device was filled with an unspecified amount of flucloxacillin and before patient use. There was no patient involvement. No additional information is available.